Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. No consequences to the patient were reported.

Event description:
It was reported that the balloon deflated more often than usual. The user had to re-inflate it every 4 hours and sometimes the user had to put a cap on to limit leakage. No consequences to the patient were reported.